Manufacturer narrative:
The partial manufacturing and material records for the solo smart heart valve, model #icv1248 , s/n # (B)(4) were pulled and reviewed by quality engineering at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1248) solo smart heart valve at the time of manufacture and release. Based on the results of the document review performed, no manufacturing deficits were identified. From the event description, mis-sizing may have been a contributing factor in this event, but this cannot be confirmed. The reported tachycardia may have been a procedure-related complication; however, this also cannot be confirmed, and as the device was not available for return, the root cause of the event ultimately cannot be determined. Device not available for return.

Event description:
A solo smart 23 was implanted without success. Upon releasing the cross-clamp, the patient became tachycardic, requiring multiple defibrillations, with the right ventricle not ejecting. Intra-operative tee showed the leaflets did not open correctly. The solo smart 23 was explanted and a solo smart 21 was implanted. The right ventricle regained its own rhythm, however the left ventricle was completely non-functional. The patient remained on bypass and was eventually switched to ECMO and transferred to baylor for emergent l-vad, however expired shortly after arriving.

Manufacturer narrative:
Device disposition presently unknown.

Event description:
The solo smart 23 was implanted without success. Intra-operative tee showed the leaflets did not open correctly. The solo smart 23 was explanted and a solo smart 21 was implanted. The right ventricle regained its own rhythm, however the left ventricle was completely non-functional. The patient remained on bypass and was eventually switched to ECMO and transferred to baylor for emergent l-vad, however expired shortly after arriving.